Event description:
The user reported that the transducer in the kit was giving the wrong pressure, approx 10 to 30 mmhg off. Another transducer was tested at the hosp by a merit representative and it was 10mmhg too low. No harm or injury was reported. This is one of two reports for this complaint. 1721504-2011-00414, 1721504-2011-00415 - this report.

Manufacturer narrative:
The eval has not been completed. The user did not specify if this was the initial use of the device. A review of the device history record did not reveal any exception documents. A f/u report will be submitted when the eval has been completed.